Event description:
A customer observed a potential false negative ahbc result for a pt sample tested on the eci analyzer. The result did not agree with results from OEM methods. The negative result was reported. False negative results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that qc results were acceptable. Datalog files were no longer available for analysis. The customer refused to perform dilution studies to ascertain the presence of an unknown interferent. The root cause of the event could not be determined.